Event description:
It was reported via repair work order that there was no power to the bed due to power coil for the foot end lift motor was shorted which resulted in the foot end lift motor circuit getting tripped. It was also reported that the foot end was stuck in the mid-position and the cable was crushed/pinched. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.